Manufacturer narrative:
Manufacturer's analysis indicated that the external pulse generator (epg) failed incoming testing due to parameters out of tolerance. It was indicated that the epg had fluid ingress and the main printed circuit board (pcb) was corroded. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.